Event description:
Philips received a complaint by the customer on the v60 indicating that the display could not be seen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that the display was unable to be seen. The rse discussed with the customer that they could upgrade the user interface (ui) to work with the light crystal display (lcd) assy or order a ui assy. The customer requested to know which parts were required to upgrade the ui. The rse provided the parts ID for an upgrade of the ui to with the lcd assy. The customer asked for the availability of the parts and the rse informed the customer with the ui printed circuit board assembly (pcba) was on backorder with no estimated time arrival (eta). The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be re-opened, and an investigation will be performed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17346.